Event description:
Customer reported that screen jumped around and did not always respond to code. There was no adverse impact to the customer's blood glucose level. No action was required as the customer declined both troubleshooting and a callback.